Event description:
During follow-up, externalized conductors were observed with fluoroscopy. Patient was asymptomatic. No electrical anomalies were detected. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial 24.1cm long, distal portion of the lead was returned. Analysis noted externalized conductors due to internal insulation abrasion proximal to the rv shock coil, between 9.6-12.4cm from the distal tip. Etfe coating was not damaged at the same location.